Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The carelink transmission from this device showed some ventricular paced events but some v-p events with a flat line. The device remains implanted and in use. There are no further issues reported or complaints on the device or from the patient.